Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 60mg/dl, 274 mg/dl and 72 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that she had a headache while obtaining all of the readings. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.